Event description:
It was reported by dealer that the wheel locks broke from new order for the solara3g wheel chair. The dealer does not know what the patient was doing at the time. No injury or property damage was reported. The caller has no further information to provide.